Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was seen in the emergency room experiencing fatigue. Pulse generator interrogation revealed that the device was operating in backup mode. Interrogation also showed that normal battery depletion had occurred which prevented device restoration. The pulse generator was explanted and replaced.